Manufacturer narrative:
The investigation determined that an interferent in the patient sample (heterophilic antibodies) caused the event. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results show an upward trend from the mean to 1 standard deviation, but were within the specified ranges. The patient sample was received for investigation. The patient sample was tested for elecsys troponin t using normal and stat modes; the results were consistent. The patient sample was tested for interferents using the heterophilic blocking tube (hbt) method; the results showed interference by heterophilic antibodies. The patient sample was further tested using size exclusion chromatography (sec); high reactivity was detected, which indicates an igg interfering factor. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results from eighteen (18) samples from the same patient tested on the cobas e 801 analytical unit. The clinician questioned the patient's rising troponin t hs results.